Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent for the right external iliac aneurysm on (B)(6) 2018 during a two-stage procedure; the left iliac aneurysm was treated on (B)(6) 2018. The intraoperative angiogram during the second stage of the procedure showed a type iiib endoleak at the bifurcation. The physician decided to finish the operation and monitor the patient. Endologix became aware of the reported adverse event/product problem on (B)(6) 2018.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Correction: h6: device code - remove 1354. Conclusion code - remove 11.